Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had trouble recharging since implant. The patient said they have to charge every 3 days and it is very uncomfortable. The patient said they are sensitive to the tape so they tried to put pillows to help hold the recharger in place. The patient said the way the ins is placed is uncomfortable and in a bad spot and it is causing the ins to overheat. The patient had surgeries prior to implant and had scar tissue so it was hard to place the leads at implant. The patient said that is why they placed the ins system because the prior surgeries were not helping for back pain. No further complications were reported.